Event description:
Surgeon inserted the needle assembly into the meniscus/capsule and deployed the grey trigger. Both implants were deployed simultaneously. The surgeon then used another fast fix to complete repair. It is unknown if ts were removed.

Manufacturer narrative:
The returned device was inspected by quality engineering. During the device evaluation it was found that there were no ts returned with the device. The device was tested and actuates without issue. The device was measured and found to meet print specifications. A review of the batch history records did not identify any in-process issues. In-process sampling for deployment is conducted for each production lot and parts passed the required product quality inspections. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of this complaint. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).